Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with tpuc3 total protein urine/csf gen.3 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a total protein value of 12.7 mg/dl. The sample was repeated three times on (B)(6) 2021, resulting with values of 21.3 mg/dl, 21.9 mg/dl, and 21.3 mg/dl. The total protein reagent lot number was 44733701 with an expiration date of 28-feb-2021.